Manufacturer narrative:
(B)(4). Device code 1008 relates to component code 3038. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07422. It was reported that air bubbles were observed in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. Thrombus was observed at the distal end of the was while advancing the watchman ® laa closure device and delivery system (wds). When aspirating back, bubbles were noted in the wds adaptor. Both devices were withdrawn from the patient and the procedure was aborted. The patient was transferred to ICU for monitoring. There was no thrombus at the end of the case and no further patient complications. The patient was reported to be fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) and watchman access system (was). The implant was received connected to the core wire undeployed in the wds. Blood was on the device as received. There were numerous kinks along the shaft of the device. The implant was deployed during analysis and measured. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by prepping the device. Water was pushed and pulled through the device valve with a connected syringe several times. No air bubbles were observed anywhere in the hub. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07422. It was reported that air bubbles were observed in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. Thrombus was observed at the distal end of the was while advancing the watchman laa closure device & delivery system (wds). When aspirating back, bubbles were noted in the wds adaptor. Both devices were withdrawn from the patient and the procedure was aborted. The patient was transferred to ICU for monitoring. There was no thrombus at the end of the case and no further patient complications. The patient was reported to be fine.